Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alert. The customer¿s blood glucose level was over 250 mg/dl at the time of the incident. The customer did not receive a low battery alert prior to the replace battery alert. The customer also stated insulin pump had vibrate anomaly. Troubleshooting was performed. The customer was performed self test and did not make a sound like it normally does when battery was replaced. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files. Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic and motor assemblies.